Manufacturer narrative:
Investigation conclusion: patient samples were submitted for in-house testing by cra. No known issues observed. Samples with adequate amount of viral load or negative samples had corresponding results on solana sars and lyra sars assays. Samples below the solana limit of detection, but within the detectable limit of the lyra sars assay were discordant between the two assays with a positive result on lyra sars and a negative result on solana sars. Root cause: could not duplicate with patient samples; unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic patient, tested as part of pre-op screening. It is unknown if the result was confirmed. The result was confirmed negative by an alternate molecular assay (pcr) and upon repeat.